Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been returned for failure analysis. A review of the provided image shows a broken grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the steel wire of the fenestrated bipolar forceps instrument was found to be broken within the surgical field of view. A fragment fell into the patient and was retrieved during the same procedure. It was immediately replaced with a new fenestrated bipolar forceps instrument to continue the surgery.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: the fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end. Additionally, the instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed.